Event description:
Same case as MFR report #: 2134265-2008-02406, 02407. Clinical trial. It was reported that 423 days following the index procedure, in-stent restenosis was found at a study required angiography. The pt presented for treatment with an acute myocardial infarction. The target lesion was a de novo, 2.75x25mm lesion of the mid lad (left anterior descending) with 99% stenosis. The lesion was predilated, three overlapping taxus express2 drug eluting stents were deployed (2.75x32mm, 2.5x12mm, and 3.5x8mm), and post dilation was performed resulting in 0% residual stenosis. The pt returned for a protocol required angiography 423 days following the index procedure. The pt presented with silent ischemia and angiography showed focal in-stent restenosis. Treatment consisted of balloon angiography and resolved the event.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the manufacturing documentation could not be performed as the batch number is unk. The most probable root cause of this event is anticipated procedural complication.